Manufacturer narrative:
After battery installation, the unit powered up with a blank display due to heavy corrosion and rust inside the battery compartment and on the battery board underneath. Unable to perform the displacement, sleep current measurement, and the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had alarmed to replace the empty battery. No harm requiring medical intervention was reported. The device will be returned for analysis.